Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient underwent percutaneous coronary intervention: drug-eluting stent to the left anterior descending artery (lad) and right coronary artery (rca). The patient began feeling "bad" throughout the night and an electrocardiogram showed anterior st-segment elevation the following morning. The patient was taken to the catheterization lab and in-stent thrombosis of the lad was noted. Upon wiring the lad the patient went into ventricular fibrillation arrest and was shocked five times. The decision was made to implant an impella cp device, which was placed via the right femoral artery without incident. The patient was intubated. Penumbra and percutaneous transluminal angioplasty restored flow to the lad. It was reported, however, after start of the impella mcs, the pump began to have suction. A fluid bolus was given. The patient became very acidotic and multiple pressors were added. Multiple bicarb pushes and drip were started. An echocardiogram was completed and showed the impella cp pump pointed toward mitral instead of toward apex. The physician was unable to get better positioning with the device. The patient continued to decline and ultimately expired.